Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp bld180m 15d ss tubing appeared to be "melted" together and blocked the flow of platelets during the infusion. The following information was provided by the initial reporter: "registered nurse was checking the platelets levels with another nurse when they noticed that the platelets were not flowing through the tubing of the alans pump module smartsite blood infusion set. After inspecting the tubing, the nurses noticed that right below the filter of the blood tubing, the tubing appeared to be melted together therefore not allowing flow of the platelets."

Manufacturer narrative:
H6: investigation summary a complaint of tubing melting together was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage. Could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the as lvp bld180m 15d ss tubing appeared to be "melted" together and blocked the flow of platelets during the infusion. The following information was provided by the initial reporter: "registered nurse was checking the platelets levels with another nurse when they noticed that the platelets were not flowing through the tubing of the alans pump module smartsite blood infusion set. After inspecting the tubing, the nurses noticed that right below the filter of the blood tubing, the tubing appeared to be melted together therefore not allowing flow of the platelets."